Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for pacemaker system removal due to a possible infection and the pacemaker's incompatibility with magnetic resonance imaging (MRI). It was also reported that vegetation was observed on the pacemaker lead. On (B)(6) 2020, the pacemaker system was removed successfully. The patient tolerated the procedure well. Related manufacturer reference number: 2017865-2020-05120, 2017865-2020-05121, 2017865-2020-05123.